Event description:
It was reported that the customer was hospilized for hypoglycemia. It was stated that the customer had a lbg and the paramedics were called to assist. Then was transported to the hosp. It was indicated that the basal rate was set incorrectly. The contact was assisted with resetting the correct basal rate into the pump and confirmed the correct basal rate with md.